Event description:
It was reported the duodenovideoscope had a possible foreign object (stent) inside of the device. The issue occurred during a diagnostic, unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cracked light guide lenses. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "possible object stuck inside(stent)" cause due to tear marks and kinks on biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.